Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia or hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns to "test results below 3.9 mmol/l [70 mg/dl] mean low blood glucose (hypoglycemia). If you get results below 3.9 mmol/l [70 mg/dl], but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l [70 mg/dl], follow the treatment advice of your healthcare provider.¿ and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The patient's father reported his daughter's blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). Her bg rose to 4.4 mmol/l (79 mg/dl) so he took her to the hospital. At the hospital she was monitored for 2 hours. They performed a urine and blood test. She stay in the hospital for 18 hours.